Event description:
During initial procedure md encountered difficulties while tightening one screw. The tip of the driver broke off. Md could not confirm all pieces were retrieved. The screw was left in place. Procedure completed without further incident. Patient healing as expected.